Manufacturer narrative:
Records indicate this lead remains in service. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable defibrillation lead exhibited shock impedance measurements of 125 ohms. The lead is implanted with another manufacturer's device. Technical services (ts) discussed the lead was at the upper limit of the shock impedance range and recommended reviewing the lead measurement trend. No adverse patient effects were reported.